Manufacturer narrative:
B5 describe event or problem- update.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A non-bsc left atrial appendage device was attempted but was unsuccessful in closing the laa. The physician then selected a watchman fxd access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, but did not meet release criteria so it was fully recaptured and removed from the patient. A new 27mm wds was then attempted, but this device also did not meet release criteria and was fully recaptured and removed. The physician then selected a 24mm wds and attempted to deploy this device in the patient. This closure device also did not meet release criteria and was fully recaptured and removed from the patient. While a fourth closure device was being prepared it was discovered via transesophageal echocardiogram (tee) imaging that the patient had a pericardial effusion. The physician performed a pericardiocentesis with direct autotransfusion. The effusion continued and the patient was brought to operating room where a sternotomy was performed. During surgery a perforation was noted and treated along with treatment of the pericardial effusion. Post procedure the patient was admitted to the hospital to continue to be monitored. The patient is stable following this event and is expected to make a full recovery. It was further reported that the patient made a full recovery and has since been discharged from the hospital.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A non-bsc left atrial appendage device was attempted but was unsuccessful in closing the laa. The physician then selected a watchman fxd access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, but did not meet release criteria so it was fully recaptured and removed from the patient. A new 27mm wds was then attempted, but this device also did not meet release criteria and was fully recaptured and removed. The physician then selected a 24mm wds and attempted to deploy this device in the patient. This closure device also did not meet release criteria and was fully recaptured and removed from the patient. While a fourth closure device was being prepared it was discovered via transesophageal echocardiogram (tee) imaging that the patient had a pericardial effusion. The physician performed a pericardiocentesis with direct autotransfusion. The effusion continued and the patient was brought to operating room where a sternotomy was performed. During surgery a perforation was noted and treated along with treatment of the pericardial effusion. Post procedure the patient was admitted to the hospital to continue to be monitored. The patient is stable following this event and is expected to make a full recovery.